Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was in poor contact of the power supply unit; the lamp did not light up due to an electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center lamp did not light up, light intensity did not meet the standard value and there was an image failure. There was no patient involvement.